Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during repositioning lead ire-intervention, the physician found the ventricular lead floating in the atrium. The physician disconnected the atrial lead in order to check psa measurements, but he was unable to properly reconnect the lead due to inability to re-insert the screwdriver into the associated set-screw. It was indicated that the setscrew was no longer in a 'straight' position and outside of the associated connection block. Furthermore, the physician identified that the silicone cover was unglued, and there were signs of blood in the pacemaker header. Another pacemaker was subsequently implanted.

Event description:
The physician reported that during the re-intervention to re-position the associated ventricular lead, the physician disconnected the atrial lead in order to check psa measurements, but he was unable to properly reconnect the lead due to inability to re-insert the screwdriver into the associated set-screw. It was indicated that the setscrew was no longer in a 'straight' position and outside of the associated connection block. Furthermore, the physician identified that the silicone cover was unglued, and there were signs of blood in the pacemaker header. Another pacemaker was subsequently implanted.